Manufacturer narrative:
The customer received a replacement device. During testing, physio-control verified our discovery of device not detecting a shockable rhythm. The root cause was process residue on the analog pcb capacitors, designators c156 and c157. The device was destructively tested.

Event description:
The customer contacted physio-control to report a non-critical issue. During evaluation, physio-control observed that the device would not detect a shockable rhythm during testing. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.